Manufacturer narrative:
Power loss alarms, low battery alarms and power system error confirmed in the long trace. Power loss alarms after the power system error. Detailed trace analysis confirmed the insulin pump alarmed low battery and then power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump received with minor scratched lcd window and case.

Manufacturer narrative:
The pump trace history analysis confirmed that the pump alarmed error 25, low battery and power loss alarm due to a non sleep software anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed power error 25. Customer's blood glucose levels were not included in the report. Product is being replaced.